Event description:
A report was received that during the patient's lead revision for inadequate therapy the physician punctured the dura. The physician treated the patient with a blood patch and the patient was reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.